Event description:
Event description cpi received information that two myocardial leads were capped due to oversensing and inappropriate shocks. The physician elected to perform an invasive procedure and found the leads were fractured. The leads were replaced with a new endotak lead.